Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4) the complaint sensor device was not returned to dexcom. The receiver device (B)(4), used with the complaint sensor device, was returned on 03/04/2015. The returned complaint receiver was visually inspected and no defect was found. A review of the diagnostic chart found inaccuracies. The reported event of inaccurate blood glucose values was confirmed. However, a definitive root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient did not report injury or medical intervention.